Event description:
Pt had right total knee replacement due to chronic pain and swelling in knee after prior total knee replacement that was done elsewhere in 2009. Upon second surgery, noted that knee had an abundant amount of clear fluid in the joint sent for cultures which were negative for infection. There was a lot synovitis and wear debris in the joint. The tibial component was grossly loose. Around the femur there was osteolysis, and in distal lateral femur removed an osteolytic cyst and area that was quite big. Needed to restore proper joint line of tibial component. Recut distal femur and changed the external rotation and aligned it. Tibial reconstruction needed. None. Right total knee implant from 2009 removed due to problems.